Event description:
Customer reported that a malfunction occurred on a pump with displayed malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with this process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.